Event description:
It was reported that the md tried to insert the swg into the ars but the swg bent at the beginning of the procedure. As a result the swg was removed, and a new kit was opened and used to complete the procedure. The event occurred in the anesthesia department. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).